Event description:
The screw mechanism of the posterior augment would not engage into the medial side of the femoral component. Surgery time delayed by 30 minutes.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the manufacturing records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the manufacturing lot. The investigation could not verify or draw any conclusions about the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received, the investigation can be reopened. Depuy considers the investigation closed.